Manufacturer narrative:
The device history records for the part number subject device was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. From the stock check of tcs locking bone screws and the information from the sale's representative about the incident, the root cause for the tcs locking collar being out of specification could not be determined. It is unknown if the tcs locking collar of the bone screw was out of specification when the screw was removed from the tcs set or if damaged occurred during the surgical procedure that caused the locking collar of the bone screw to come out of specification. A corrective and preventive action has been initiated to perform further investigation on this incident. A corrective and preventive action that was performed as a result of this incident. The locking bone screws that were returned from incidents with the locking collar dissociating from the bone screw where investigated under a magnifying lens. Witness marks from the locking collar and the bone screw match up in location and appearance. Most significant marks were located on the head of the screw showing a spiraling mark suggesting something stationary scraping along the head during insertion. In addition, marks were seen on the tail end of the thread suggesting the screw was put in off-angle and/or off center. A failure scenario was hypothesized to occur if the screw was placed shallow and/or off-center biased inferiorly towards the endplate with the midline slot. A test part (p/n 5302-3513) was obtained and inserted into an implant seated against bone foam to these this hypothesis. The screw was able to be mal-positioned as to disengage the collar during insertion. Magnified images were taken and the markings match with those parts that were returned from the field. Based on these findings, the root cause of the incidents was determine to be caused by the surgeon not placing the awl guide in the optimum position in creating the pilot hole as current instrument design did not allow for an accurate placement of the pilot hole. New awl guides (endoskeleton® tcs bayonetted awl guide, 2.5 mm and 2.0 mm) are being introduced into endoskeleton® tcs instrument sets.

Event description:
Surgeon was performing c5-c7 acdf procedure. When inserting two endoskeleton® tcs locking bone screws with the tcs screwdriver, the locking collar fell off of one of the tcs locking bone screw and the other tcs locking bone screw has damage on the locking collar. The surgeon explanted the tcs bone screw and recovered the locking collar. Surgeon finished the procedure with a tcs rescue screw in place of the explanted screw. Neither the patient nor the surgery were affected, and no adverse injuries occurred.

Manufacturer narrative:
The device history records for the part number subject device was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. From the stock check of tcs locking bone screws and the information from the sale's representative about the incident, the root cause for the tcs locking collar being out of specification could not be determined. It is unknown if the tcs locking collar of the bone screw was out of specification when the screw was removed from the tcs set or if damaged occurred during the surgical procedure that caused the locking collar of the bone screw to come out of specification. A corrective and preventive action has been initiated to perform further investigation on this incident.

Event description:
Surgeon was performing c5-c7 acdf procedure. When inserting two endoskeleton tcs locking bone screws with the tcs screwdriver, the locking collar fell off of one of the tcs locking bone screw and the other tcs locking bone screw has damage on the locking collar. The surgeon explanted the tcs bone screw and recovered the locking collar. Surgeon finished the procedure with a tcs rescue screw in place of the explanted screw. Neither the patient nor the surgery were affected, and no adverse injuries occurred.